Event description:
It was reported that during the implant procedure the physician experienced placement difficulty with the right ventricular (rv) lead. The lead helix would not extend when the lead was attempted to be placed and the helix would not extend after many rotations. The lead was removed from the patient and tested again with the same results. A different lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted that visual inspection found the helix bent, and the drive shaft lug stuck behind the retraction stop. The helix could not be extended due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.